Event description:
It was reported that a loss of aspiration occurred. Vascular access was obtained via femoral vein. The target lesion was located in the left deep venous thrombosis. An angiojet solent omni was primed and advanced for thrombectomy procedure along with the guidewire. After about one minute of aspiration, no thrombus was extracted from the catheter under thrombectomy mode, and there was only a small amount of saline extracted slowly. During the whole thrombectomy process, the device continued to infuse saline, and the system did not stop working, nor show any error. It was suspected that the catheter was blocked, so it was withdrawn from the patient and found no visible defects. The catheter was primed again, and when everything was felt normal, the device was re-introduced into the body for suction. However, the effect was still the same. No thrombus was sucked out of the catheter, and only the saline flowed out of the catheter through the hemostatic valve. The contrast medium did not overflow from the suction hole of the catheter, it flowed back directly to the waste liquid bag from the hemostatic valve through the pipeline. The effect of re-prime flushing operations was still the same. A new 6f angiojet solent omni catheter was used normally and completed the procedure. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual examination observed no damage to the device. Functional testing found no leaks or alarms present. The catheter tip was placed into a 100 ml beaker and ran for approximately 30 seconds at which point it was verified the device was aspirating normally. The complaint was not confirmed for any pump leaks, set-up issues, alarm messages, or loss of aspiration issues.

Event description:
It was reported that a loss of aspiration occurred. Vascular access was obtained via femoral vein. The target lesion was located in the left deep venous thrombosis. An angiojet solent omni was primed and advanced for thrombectomy procedure along with the guidewire. After about one minute of aspiration, no thrombus was extracted from the catheter under thrombectomy mode, and there was only a small amount of saline extracted slowly. During the whole thrombectomy process, the device continued to infuse saline, and the system did not stop working, nor show any error. It was suspected that the catheter was blocked, so it was withdrawn from the patient and found no visible defects. The catheter was primed again, and when everything was felt normal, the device was re-introduced into the body for suction. However, the effect was still the same. No thrombus was sucked out of the catheter, and only the saline flowed out of the catheter through the hemostatic valve. The contrast medium did not overflow from the suction hole of the catheter, it flowed back directly to the waste liquid bag from the hemostatic valve through the pipeline. The effect of re-prime flushing operations was still the same. A new 6f angiojet solent omni catheter was used normally and completed the procedure. No complications were reported, and the patient condition following procedure was stable.